Event description:
Reportedly the patient collapsed. Ventricular threshold increasing and ventricular sensing decreasing were observed; the physician decided to explant the pacemaker and abandoned the ventricular lead.

Event description:
Reportedly the patient collapsed. Ventricular threshold increasing and ventricular sensing decreasing were observed; the physician decided to explant the pacemaker and abandoned the ventricular lead.